Event description:
Customer reported that the side-firing surgical fiber stopped firing at 333,248 joules of use during a prostate procedure. The case was completed with a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer¿s initial report that the side-firing surgical fiber stopped firing during the procedure, is not considered a reportable issue. Upon analysis, the fiber¿s glass cap was found to be detached; the fiber broken distal to the fiber/cap fusion zone with charred heat shrink noted. The fiber cap was not returned by the customer. The customer reported the patient¿s outcome as ¿fine¿ and there was no indication or report of any part of the device remaining inside the patient. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber and has been identified as a potential safety issue. There was no report of injury as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure, resulting in cap detachment. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.